Event description:
It was reported that 6 days after a coronary stenting treatment procedure, a stent thrombosis occured. In 2004 a taxus express2 8.8% 2.50 x 8 mm drug eluting stent was placed in the lad diagonal #1. The target lesion was a moderately tortuous, non calcified, 80% stenotic ostial lesion at the bifurcation of the lad and ostial diagonal branch. Plavix and aspirin were given pre procedure. The vessel was predilated with a crosssail 2.5 x 15 mm balloon. The placed stent was well positioned and well apposed. Aspirin, plavix and reopro were used during the procedure. Four days post implant, the pt had a cholecystectomy. Plavix and aspirin were discontinued the day of surgery. The cardiologist notified the surgeon of the need to not stop the plavix and aspirin. Anticoagulation therapy was not restarted. Six days later, the pt experienced unstable angina. A stent thrombosis occurred. The thrombus was reopened less than one hour after closure. The pt's status is reported as good.